Manufacturer narrative:
Additional information was received that the patient¿s tailbone pain was a pre-existing pain.

Event description:
A report was received that the patient experienced extreme pain in her left breast and tailbone when the stimulator was turned on. The pain in the patient's left breast went away when the device was turned off. The physician gave the patient a shot for the pain. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm).

Event description:
A report was received that the patient experienced extreme pain in her left breast and tailbone when the stimulator was turned on. The pain in the patient's left breast went away when the device was turned off. The physician gave the patient a shot for the pain. The patient was doing well.